Manufacturer narrative:
The lead was partially surgically abandoned and replaced. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that high pacing impedances of greater than 2000 ohms were noted on this transvenous lead, along with increased pacing thresholds. A lead fracture was suspected. The pace/sense portion of the lead was surgically abandoned and replaced, while the shock portion was determined adequate and remains in service. No adverse patient effects were reported.